Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per the article report, the loss of pacing capture during the deployment caused the xt valve to embolize into the aorta. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
An article published by the journal ¿eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology¿ reported the embolization of a sapien xt valve into the ascending aorta during a tavr procedure. Per the case report, a (B)(6) male was referred to this (B)(6) center for a transapical tavr procedure. A balloon pre-dilation of the aortic valve was performed during rapid right ventricular pacing (rvp) at 180 bpm. Upon subsequent implantation of a sapien xt valve, rvp malfunctioned. Due to some missing beats, the valve dislocated into the ascending aorta. The embolized device was advanced into the aortic arch for stabilization. Subsequently, a second xt valve was successfully implanted. Hereafter, the first device dislocated from the aortic arch. Upon advancing it into the descending aorta for stabilization, the valve accidentally flipped 180°, completely blocking the blood flow (moving image 3). Immediate action was required, but no vascular stents were immediately to hand. The physicians prepared an improvised stent using a non-edwards transcatheter heart valve from which they removed the valve apparatus and proceeded were able to stent the xt valve in the descending aorta.